Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was at the emergency room with high blood glucose of 891 mg/dl. Customer was treated with insulin drip. Customer stated she found the cannula to be bent. The infusion set had been in use for seven hours and a half. The infusion set would be replaced and returned.